Event description:
It was reported that the customer was having large discrepancies between sensor glucose and blood glucose readings. Her blood glucose was 412 mg/dl. At the time of reporting, which she was waiting to treat. She was advised on the best times to calibrate the sensor and troubleshooting was performed to ensure it was not damaged. No equipment was returned. No additional info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.